Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6), product type product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported they have "a lot of boluses" in their pump and towards the end of the refill it "always takes a little bit longer" to get connected to the ptm (personal therapy manager). The patient said it used to take 30-40 seconds when they got their refill and the doctor would "reprogram the pump and everything would reset" and then it would go back to taking 10 seconds at least for the beginning until it built up. The patient stated they get 38 boluses per day. After the patient¿s last refill, the doctor didn't "reset" their device and now it¿s taking "up to 5 mins" to deliver bolus. The agent reviewed telemetry considerations with the patient and that replacing handset is not a permanent solution. The patient was insistent that the handset "wa s malfunctioning". The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement device due to the 90 percent delay. No patient harm reported.